Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing elective incisional hernia repair. Open procedures and 1-year follow-up have been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 99 patients total had intraoperative complications from the index surgery: 15 bleeding, 91 organ injuries, 4 vascular, 74 bowel, 7 bladder, 0 stomach, 2 spleen, 0 liver, and 13 others. 312 patients total had general complications from the index surgery: 33 fever, 40 urinary tract infection, 8 diarrhea, 6 gastritis, 3 thrombosis, 14 pulmonary embolism, 15 pleural effusion, 38 pneumonia, 18 copd, 9 cardiac insufficiency, 2 coronary heart disease, 3 myocardial infarction, 27 renal insufficiency, 14 hypertensive crisis, 0 patient deceased and 159 others. 698 patients total had postoperative complications from the index surgery: 152 bleeding, 341 seroma, 45 prolonged ileus or obstruction, 15 bowel injury/anastomotic insufficiency, 202 wound healing disorder, 99 infection, and 298 complication-related reoperations. 340 patients had recurrence on 1-year follow-up from the index surgery. 1294 patients had pain on exertion on 1-year follow-up from the index surgery. 694 patients had pain at rest on 1-year follow-up from the index surgery. 565 patients had pain requiring treatment on 1-year follow-up from the index surgery. 17 patients had trocar hernia on 1-year follow-up from the index surgery. 131 patients had secondary hemorrhage on 1-year follow-up from the index surgery. 506 patients had seroma on 1-year follow-up from the index surgery. 263 patients had infection on 1-year follow-up from the index surgery.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events.